Event description:
It was reported that prior to a device upgrade procedure, externalized conductors were observed via fluoroscopy. All electrical measurements were within normal range. The physician elected to perform a lead revision during the upgrade procedure. Shortly after the patient was placed under general anesthesia and intubated, he expired. The pocket was not yet opened. It was noted that a lot of artifacts were seen in the cardiac signal and the patients blood pressure was low. Compressions were started, and when the signal appeared to indicate the patient was in ventricular fibrillation, external defibrillation was applied. It was reported that the patient appeared to have a stable heart rhythm at varying times, but was ultimately not able to maintain adequate cardiac function.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Competitor.